Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of the system explant due to infection. Additional information received that the leads were torn in pieces during extraction in the body and will not be available for return. The lead was explanted. No additional adverse patient effects were reported.